Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer loaded a new cartridge to resolve the issue and received an accurate fill estimate. Customer¿s blood glucose (bg) level ranged from 50 mg/dl to 149 mg/dl; cause of low bg was unknown. Customer consumed carbohydrates to address bg.